Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed total bilirubin (tbil) result was obtained on a neonatal patient sample on the dimension vista 1500 instrument. Calibration and quality control (qc) recovered within range on the event date(s). The customer stated that they got sample aspiration error. Siemens remotely assisted the customer and replaced the sample probe 2, performed auto-alignment, ran system check, conducted probe and drain maintenance for reagent 3 (ra3) and reagent 4 (ra4), also executed priming for ra3, ra4 and aliquot probe for 30 times, which recovered acceptably. Further, the customer performed qc repeats and sample correlation, which recovered acceptably. Siemens evaluated the event and observed that the sample delivery values were deviated when compared to alternate analyzer and instrument showed performance errors like aliquot probe issues. Siemens further evaluated the event and concluded that the cause of the falsely depressed total bilirubin (tbil) result is inconclusive. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely depressed total bilirubin (tbil) result was obtained on a neonatal patient sample on the dimension vista 1500 instrument. The erroneous result was reported to the physician(s), who questioned the result. The sample was repeated on an alternate dimension vista 1500 instrument. The repeat result matched the patient¿s history and was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed tbil result.